Manufacturer narrative:
The analysis found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure.) No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that prior to a lap gastric bypass procedure, instrument went to solid tone and then error code 5. Instrument was replaced to complete the procedure. No patient consequence.